Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm to address the issue. Additionally it was reported that a malfunction alarm occurred. Customer rest the pump and resumed insulin therapy. Customer's blood glucose was 165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.